Event description:
It was reported that while using the surgical fiber during a prostate procedure, the moxy fiber fractured outside the laser cystoscope sheath. A flash of light was observed near the physicians hand, just outside the fiber entry port into the cystoscope sheath. No injury was reported to the physician or anyone on the operating theater. The procedure was completed using a second surgical fiber. No patient injury was reported.